Event description:
Device returned for repair with report of parts detached/missing. No patient impact reported. On follow up it was reported that the malfunction was identified during set - up. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed. A portion of the foot of the attachment was detached and missing. On follow up, it was confirmed that there was no patient impact. The malfunction was identified during set up. (B)(4). The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 35 months with no record of factory service during this period.